Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: keypad torn down through down and ok keys. All buttons respond normally. Removed keypad and found contamination under all contacts. There was a crack around the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under the keypad contacts. This report is made based on the results of an investigation completed on (B)(4) 2013.